Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed on the lot and no nonconformancies were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated "leaking tubing". They did not state where the tubing leaked from. Mmdg made multiple attempts to follow up with the initial reporter, but no further information was provided. (B)(4).